Event description:
A report was received that the patient's battery was defective as the time it took to charge it had increased. It was also noted that the patient had to charge frequently. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing undesirable stimulation due to lead migration. The leads did not break through the skin. The patient underwent an explant procedure. The physician did not suspect device malfunction. The explanted device were not returned to bsn.

Event description:
A report was received that the patient's battery was defective as the time it took to charge it had increased. It was also noted that the patient had to charge frequently. The patient will undergo an explant procedure.